Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer failed due to the magnet missing from the latch insep. A field service engineer replaced the latch insep to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation system had a drawer failure. The customer stated this malfunction resulted in a delay in patient care and confirmed no harm to the patient. There were no adverse events or injuries reported based on this incident.